Event description:
Prodisc-c was implanted at c4-5. Pt developed myelopathy with noticeable muscle loss and sensation to hot or cold. Prodisc-c was removed due to possible pt reaction to metal and replaced with peek interbody spacer. Surgeon noted no abnormalities to position or function of prodisc-c. Sample tissue taken and sent to histology.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Review of the manufacturing records found no complaint related issues.